Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive on a cleo® 90 infusion set stuck to the applicator when the patient tried to insert it. Initial reporter noted the patient was not sure if the cannula was inserted correctly under the skin. Patient's blood glucose levels were 248mg/dl at the time of the event. Patient did not test for ketones. Patient changed out the site. No permanent injury was reported.